Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a periprosthetic fracture after a patient fall. During the procedure, the femoral stem was removed and replaced.